Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon burst occurred. A sterling over-the-wire 7.0x100/135 balloon was used to pre-dilate an unspecified lesion once and then removed from the patient. After checking the image the physician decided to use the balloon again to dilate the lesion. When advancing the balloon over the wire, the wire went through the balloon causing it to burst. Another of the same balloon was used and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: microscopic inspection revealed shaft damage near the proximal end of the balloon. The guidewire appears to have been pierced through the inner shaft. A thorough inspection of the remainder of the device reveals no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon burst occurred. A sterling over-the-wire 7.0x100/135 balloon was used to pre-dilate an unspecified lesion once and then removed from the patient. After checking the image the physician decided to use the balloon again to dilate the lesion. When advancing the balloon over the wire, the wire went through the balloon causing it to burst. Another of the same balloon was used and the procedure was completed successfully. No patient complications were reported.